Manufacturer narrative:
Analysis of the relevant production records did not identify any anomalies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has not become aware of any similar events with this devices to date. The investigation findings lead to the conclusion that the devices did not malfunction. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known.

Event description:
A patient was treated with an icotec kong-c vbr in a surgery on (B)(6) 2024 in switzerland. For anterior stabilistaion an icotec anterior cervical plate was used. Some days later (date not reported to manufacturer), it was detected that the anterior cervical plate has come loose caudally. A revision surgery had to be carried out ((B)(6) 2024). A new kong-c vbr was implanted and the anterior cervical plate was replaced with a longer plate and fixated with more screws.